Manufacturer narrative:
The biomedical engineer (bme) reported that their central nurse's station (cns) is displaying intermittent communication loss for all monitored gz's. Nihon kohden technical service representative informed the biomedical engineer that communication loss means that the gz's are no longer able to communicate with cns and it could be an issue with the hospital's aps because the gz's run off the hospital network. Nihon kohden technician advised the biomedical engineer to check the aps to make sure they are not having any issues with providing coverage. Biomedical engineer provided more information that the reported issue has been identified and it is an issue with their wi-fi system. As of now that is what they are looking into, if further assistance is required, they will call nihon kohden technician. No patient harm was reported. Investigation summary: communication loss is an alarm that displays on individual bed tiles on the cns to alert clinicians that the cns has lost communication with one or more pateint-connected devices it is monitoring. These patient connected devices could be a bedside device or a telemetry transmitter/receiver systems. The cause for the communication issue is typically due to bedside or org receiver being disconnected from the network. The customer reported that they found that the issue of communication loss with their gz devices was being caused by their wi-fi system. As such, the root cause is related to customer network environment. There is no evidence of nk device malfunction. No further issues were reported for the device regarding communication loss. A correctivce action and or preventative action (CAPA) is not warranted. Attempt # 1: 07/15/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 07/16/2021 resent email to customer via microsoft outlook for patient information since the initial email address was incorrect: no reply was received. Attempt # 3: 07/19/2021 emailed customer via microsoft outlook for more information. Customer replied stating the issue is with their wi-fi system. Customer did not provide the specific patient(s) information or the additional concomitant device(s) in use at the time of the event. Additional device(s) information: concomitant device(s) used with cns: telemetry: gz model #: ni serial #: ni manufacturer date: ni unique device information: ni.

Event description:
The biomedical engineer (bme) reported that their central nurse's station (cns) is displaying intermittent communication loss for all monitored gz's. Nihon kohden technical service representative informed the biomedical engineer that communication loss means that the gz's are no longer able to communicate with cns and it could be an issue with the hospital's aps because the gz's run off the hospital network. Nihon kohden technician advised the biomedical engineer to check the aps to make sure they are not having any issues with providing coverage. Biomedical engineer provided more information that the reported issue has been identified and it is an issue with their wi-fi system. As of now that is what they are looking into, if further assistance is required, they will call nihon kohden technician. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that their central nurse's station (cns) is displaying intermittent communication loss for all monitored gz's. Nihon kohden technical service representative informed the biomedical engineer that communication loss means that the gz's are no longer able to communicate with cns and it could be an issue with the hospital's aps because the gz's run off the hospital network. Nihon kohden technician advised the biomedical engineer to check the aps to make sure they are not having any issues with providing coverage. Biomedical engineer provided more information that the reported issue has been identified and it is an issue with their wi-fi system. As of now that is what they are looking into, if further assistance is required, they will call nihon kohden technician. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021: emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021: resent email to customer via microsoft outlook for patient information since the initial email address was incorrect: no reply was received. Attempt # 3: (B)(6) 2021: emailed customer via microsoft outlook for more information. Customer replied stating the issue is with their wi-fi system. Customer did not provide the specific patient(s) information or the additional concomitant device(s) in use at the time of the event. Additional device(s) information: concomitant device(s) used with cns: telemetry: gz, model #: ni, serial #: ni, manufacturer date: ni, unique device information: ni.

Event description:
The biomedical engineer (bme) reported that their central nurse's station (cns) is displaying intermittent communication loss for all monitored gz's. Nihon kohden technical service representative informed the biomedical engineer that communication loss means that the gz's are no longer able to communicate with cns and it could be an issue with the hospital's aps because the gz's run off the hospital network. Nihon kohden technician advised the biomedical engineer to check the aps to make sure they are not having any issues with providing coverage. Biomedical engineer provided more information that the reported issue has been identified and it is an issue with their wi-fi system. As of now that is what they are looking into, if further assistance is required, they will call nihon kohden technician. No patient harm was reported.